Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 30 mg/dl. Current blood glucose was 87 mg/dl. Customer was treated with food. The customer was assisted with troubleshoot. Customer reports programming is accurate. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed deliver accuracy test at 0.08725 inches. No over delivery anomalies noted. Device was unable to communicate with the glucose sensor simulator, problem isolated to electrical board. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).